Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Customers blood glucose (bg) was over 600 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer attempted to address elevated bg by a correction bolus via the pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly the customer also had ¿stomach pain and hives¿. The customer was treated with ¿insulin infusion¿. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.